Event description:
On (B)(6) 2021 a (B)(6) y/o female on bipap for air hunger, pt code status dnar / comfort care. On (B)(6) 2021, (B)(6) yo female on bipap for air hunger, covid-19 positive. Bipap machine stopped recording on internal log patient significant events for unknown reason, machine was on and running on patient. A few hours later the machine shows low internal battery which the manual states gives 15 minutes of ventilator time and an audible alarm. No alarm heard by staff, machine shut off and patient expired without notice to staff. Philips case# (B)(4)..